Manufacturer narrative:
The investigation for the reported aic - buzzer/ alarm inaudible has been completed. The product was returned and the aic - buzzer/ alarm inaudible was confirmed. Console logs from the reported day of event were analyzed and showed multiple alarms presenting, that would be associated with audio signals, however the data does not allow us to infer whether the alarms were audible. Console data (imc log and ltlog) also showed that the lv adjustment reminders were turned on, and the operator successfully performed signal adjustment twice. Inspection of the console revealed that the speaker cable was not plugged into the 4-in-1 carrier, explaining lack of audio alarms. There was no issue found regarding lv signal adjustment. The cause of the aic issue (inaudible alarms) was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that there was no audible alarm on the automated impella controller (aic). Also, lv waveform was not adjustable. Additional information noted that the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.